Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer) the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "applicable scope: foley catheters are intended for use in the drainage of urine from the bladder of children and adults. Caution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Before using, please inspect visually whether products are all complete or surface wear. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the valve may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and away from direct light, preferably stored in the original packing box. Caution: federal (USA) law restricts this device to sale by or on the order of a physician."

Event description:
It was reported that the catheter came off. A nurse found there was no fluids in the balloon, which caused the detachment of the catheter. The catheter was immediately replaced for treatment. The balloon was removed completely, without debris remaining in the body of the patient and the nurse used normal saline to fill the balloon.